Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Note: per the stellar user guide, (contraindication), the stellar is contraindicated in patients who are unable to endure more than a brief interruption in ventilation, the stellar is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a (B)(6) patient with als experienced desaturation, after suctioning was performed on the patient. It was reported that there was no ventilation provided by the stellar device after suctioning procedure. However, ventilation was able to be resumed and the patient's saturation level recovered subsequently.

Event description:
It was reported to resmed that a 70 year old patient with als experienced desaturation, after suctioning was performed on the patient. It was reported that there was no ventilation provided by the stellar device after suctioning procedure. However, ventilation was able to be resumed and the patient's saturation level recovered subsequently.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. A review and analysis of device logs showed no failure of the device, and confirmed the spo2 monitoring system was from a third party manufacturer that is not connected to the stellar device. Detailed data analysis logged by the device confirmed activation of alarms was according settings. The device was confirmed to have passed service tests and was operating per design specifications. A clinical opinion provided by resmed's clinical specialist concluded that "the device appeared to be delivering therapy as per device settings, and any start or stop in ventilation was observed to be the result of a manual intervention (by pressing on/off button) by a carer/user. It is possible that the desaturation event was due to the suctioning procedure, not due to the performance of the device." The user guide also provides the following contraindication: - ¿the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator.¿ resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).